Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device name: sur-fit natura stomahesive flexible skin barrier w/flange w/tape collar and cut-to-fit opening.

Event description:
The patient reported he developed a red, irritated area under the tape collar of the device. The irritated area has persisted for three months with no improvement. The patient further indicated he has used the same brand of product for the last 20 years. No further information was reported.